Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a pseudoaneurysm off of the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil was inserted into the pseudoaneurysm but was unable to stay in place. Therefore, the ruby coil was re-sheathed and placed in a bowl of saline. When the ruby coil was used again, it became stuck inside the microcatheter. Therefore, the ruby coil was re-sheathed and cleaned in a bowl of saline. When the ruby coil was introduced a third time, it became stuck inside the microcatheter again. Therefore, the ruby coil was removed and no longer used in the procedure. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.